Event description:
The rptr states that the customer obtained 130 mg/dl and 269 mg/dl within 10 mins on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.